Manufacturer narrative:
The getinge stm ordered the necessary parts and returned at a later date to complete the repair. The stm replaced the helium regulator assembly and noted that the iabp unit would now respond to the helium appropriately. The stm completed pm service including all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer. (B)(6).

Event description:
It was reported that during preventative maintenance (pm) performed by a getinge service territory manager (stm), the helium regulator for the cs300 intra- aortic balloon pump (iabp) was not functioning. It was later clarified that the helium would not engage in the system and the helium transducer failed calibration. Since the event occurred during pm, there was no patient involved and no adverse event was reported.

Event description:
It was reported that during preventative maintenance (pm) performed by a getinge service territory manager (stm), the helium regulator for the cs300 intra- aortic balloon pump (iabp) was not functioning. It was later clarified that the helium would not engage in the system and the helium transducer failed calibration. Since the event occurred during pm, there was no patient involved and no adverse event was reported.